Event description:
The customer reported problem with bellavista 1000 us unit giving o2 (oxygen) supply fail and no o2 dosing alarms. Furthermore, the customer confirmed that the event happened during patient use and there was no harm reported. Unit swapped out for another unit.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, log files received from customer and tech verified error codes 271 and 388 present while unit running patch 13. Fse will update the unit to see if issue persists. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation : g3, g6, h2, h3, h6 and h10. Results of investigation: vyaire medical did not received the device for evalution. However, the root cause is most likely a false-positive triggering of alarm 271 / 388 at (B)(4) flow rates below (B)(4) only. This has been improved since software v6.0.1800.0 with a new alarm criterion avoiding the alarms from being triggered in such irrelevant situations. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available